Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, manufacturer representative, and healthcare provider regarding a patient who was receiving lioresal, marcaine, and fentanyl via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and complex regional pain syndrome type ii. It was reported that the patient felt an overdose like a jolt of surging medication that was pushing her past a line where she started feeling nauseous and dizzy a couple of time per day. It was indicated that the patient thought she was getting extra drug from the pump. She felt that way on the day prior to report [(B)(6) 2008] and also when the pump started to get low on medication and was due for a refill. The patient had a personal therapy manager (ptm) but would not get the sensation when she was receiving a bolus from the ptm; however, it was also stated that the patient felt nauseous when she gave herself a bolus on the day of report. It was stated that there had been an increase in the concentration of bupivacaine at the refill two weeks earlier, but no other changes to the pump had occurred. The patient had contacted a physician on the previous day, and he had cut the pump dosing in half. It was later reported that the patient saw the physician on (B)(6) 2009, and physician said that the patient was doing just fine with no complaints of oversedation or surging of the pump, so the situation had reportedly appeared to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.